Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. Booting the system did not resolve the issue. The customer declined further support. Philips was unable to replicate the reported problem. The reported problem was not confirmed. The device remained at the customer site and final disposition of the device is unknown because the customer assumed responsibility for the device. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that a message appears about a speaker operation failure. The device was not making any sound. The device was in use at the time of the event. There was no adverse event reported. The customer performed a reboot of the device, however the issue did not resolve.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6).